Event description:
It was reported that a patient presented with a device not functioning properly and was experiencing discomfort. The patient reported that the pump was sticking and was only working fifty percent of the time. There has been no surgical intervention performed at this time. No additional patient complications were reported.